Manufacturer narrative:
All information was investigated, and a leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and a cause for the reported leak/splash at the account cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the clip preparation, the lock lever cap leaked after it was tightened. The cap was loosened and tightened a second time and still the issue persisted. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the clip preparation, the lock lever cap leaked after it was tightened. The cap was loosened and tightened a second time and still the issue persisted. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.